Manufacturer narrative:
(B)(4). D10 - medical product: all-poly patella cemented 29 mm diameter catalog # 42540200029 lot # 65061512, biomet bc r 1x40 us catalog # 110035368 lot # ay08ac1504, quick-vac mixing bowl single catalog # 00504900100 lot # 56518553, 2.5 mm female hex screw 25 mm length catalog # 42509902525 lot # 65170106, femur cemented cruciate retaining (cr) narrow left size 6 catalog # 42502006001 lot # 65002373, articular surface fixed bearing ultracongruent (uc) left 11 mm height catalog # 42512200411 lot # 64954336. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure three years post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported that a patient underwent a revision procedure three years post implantation due to pain, instability, and tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d5; d9; g3; h2; h3; h4; h6; h11. Visual examination of the returned product identified signs of use (gouges, bone cement remains) and also the articular surface remains assembled. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Device history record was reviewed and no discrepancies related to the reported event were found. Radiographs were provided and reviewed by a healthcare professional. They state that the left total knee arthroplasty demonstrates radiolucency surrounding the tibial with posterior subsidence of the tibial component. The cement mantle was found to be minimal anteriorly along the tibial. Prepatellar edema was also observed. The imaging findings are consistent with loosening of the tibial component. Root cause was unable to be determined. Reported event was confirmed by review of provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.